Event description:
A report was received that patient experienced an undesired sensation even when stimulator was off. The patient was prescribed with lyrica. Database analysis (db) showed battery discharge and charge profiles revealed no anomalies.